Event description:
On (B)(6) 2014, a patient contacted our firm to report that a contact lens tore on the patient's eye several times. The patient reports wearing the acuvue brand contact lens. "The second and third incidents happened when patient was at work. The od was affected. On the 3rd time, the patient went to see doctor and was diagnosed with 'keratitis'. The patient was also told that there could have been some infection on his od. The patient used some eye drops for 4 weeks and ceased lens wearing for a few weeks. The patient also sometimes found lens torn when he/she took the lens out of the storage case after a few days' of wearing." On (B)(6) 2014, the patient was contacted by our firm and additional information was obtained. The patient stated that he/she was diagnosed with keratitis od, with infection, in peripheral area. "At that time the patient experienced red eye and blurry vision." The patient states that he/she used eye drops for more than 4 weeks, but after two weeks he/she felt better. The patient advised that he/she saw doctors at two different hospitals, but can't remember the name of the physicians. The patient did not keep medical certificate or prescription. The patient could not recall the name of the eye drops he/she used. The patient sates that his/her eye was fine about one month after the event and he/she has returned to contact lens wear. The patient states that he/she was advised to have a follow-up eye exam every six months. The patient has not been back to the hospital for a follow-up eye exam. No additional information is expected. There was one open blister that contained 2 lenses were received for evaluation. The parameters of the lenses were measure and a visual inspection was performed. The 2 lenses met company standards for base curve, center thickness, and diameter. The 2 lenses had a surface tear. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot #3548530329 was produced under normal conditions.